Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument jaws were not opening, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the instrument jaws not to open. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument jaws stop working and were not opening. The instrument and drape adaptor were assessed; however, the issue persisted. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was functional for grasping in the initial part of the case. The jaws were not grasping tissue when the issue occurred as it was between mobilization of the uterus.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation(s) not reported by site: the instrument was found to have a derailed grip cable at the proximal end. The yaw motion may be imprecise as a result. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to imprecise motion. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.